Event description:
It was reported that the pump inadvertently stopped insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. Tandem technical support reviewed the pump logs and verified that the customer inadvertently placed the pump into storage mode. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.